Event description:
A physician reported that during vitrectomy surgery the laser probe could not access through the trocar at the time of photocoagulation. Patient harm was not reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Laser probe was received, and a visual assessment of the returned sample revealed no obvious nonconformity. The laser probe sample testing was performed, and it was found that the trocar was stuck on the laser probe. The complaint was confirmed. A laser probe manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. The root cause of the reported event is attributed to excess adhesive on the nitinol-cannula junction. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).